Event description:
It was reported that the patient presented for a lumbar fusion surgery. The patient's leadless pacemaker system was programmed to atrial pacing. Upon administration of anesthesia, it was noted the patient's atrial leadless pacemaker stopped pacing and the patient became bradycardic. Patient heart rate returned to normal and the procedure was able to be completed without consequences. Programming changes were made upon completion of the procedure. The patient was stable.